Manufacturer narrative:
As no further information concerning this report is expected, our investigation is compete. This investigation will be updatsed should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited high shock impedance measurements of greater than 125 ohms for an unknown reason. A revision procedure was performed where the rv lead was surgically abandoned and the crt-d remained in service. No additional adverse patient effects were reported.